Event description:
Complainant has worn insulin pumps for 10 yrs. Complainant believes disetronics is making changes to pumps and their products that in pt's opinion, are premature. Complainant says they have had problems with the pumps the last couple years, sometimes the batteries; also has received pumps that have not even lasted two weeks. Complainant has problems with distronic relating to customer service/marketing dept. Complainant receives products from firm that their doctor did not order such as various infusion sets, different lengths of tubing other than what their doctor prescribes.